Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference no. : (B)(4).

Event description:
It was reported that the after inserting the sensation plus intra aortic balloon (iab) catheter had a gas loss alarm and it alarmed at least 8 times in approximately 2 hours. The current balloon catheter was inserted via femoral. All cables and connections were appropriate and secure, the helium tank was full and had not alarmed, and there was no presence of blood or any discoloration in the helium tubing. Since the console had already been replaced, there was no harm or injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 component codes.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: h6 (medical device problem code). Revert d4 (serial) section to blank. No decon or visual inspection performed since product was not returned and could not be evaluated. (B)(6), an ICU rn, reported a gas loss alarm on a cardiosave, which had alarmed multiple times over a two-hour period and had been an ongoing issue for several weeks. Despite verifying all connections, confirming the helium tank was full, and ruling out patient movement or tubing discoloration, the alarm persisted. (B)(6) initially reduced augmentation therapy without success. Upon recommendation, the cardiosave console was replaced, temporarily resolving the issue. However, the alarm resumed later, prompting further troubleshooting, including a suggestion to replace the helium extender tubing and reduce augmentation gradually. The tubing was not replaced, but augmentation was lowered to 50%, resulting in only one alarm. Eventually, the physician exchanged the balloon catheter, which resolved the issue. Throughout the process, no patient harm occurred. Based on the description, there is a suspected failure of degradation of the iab, potentially leading to intermittent gas loss alarms despite appropriate console function and secure connections. Exchange of the balloon catheter resolved the gas loss alarm and the esp representative informed the nurse that a biohazard kit will be sent to return the device for investigation. The root cause cannot be determined at this time because the product has not yet been returned for investigation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.